Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals the post fractured off. The post was returned. Also the device reveals discoloration and sign of wear. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, a revision was performed approximately 15 years post implantation due to a broken post. It was communicated that the requested medical documentation was not available. The patient current health status is unknown. Provided details surrounding the implantation, reported adverse event, and revision are limited; therefore, no clinical factors could be definitively concluded to have contributed to the event. The patient impact beyond the reported broken post and subsequent revision cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident at this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. According to the inspection procedure, part configuration must be compared to print. Besides, as per material specification, the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) shall be controlled. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery had been performed approximately on 2008, the patient experienced a post breakage of the gii ps hi flex isrt sz 3-4 9. This adverse event was solved by revision surgery on (B)(6)2023. Current health status of patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed approximately on 2008, the patient experienced a post breakage of the unkn legion total knee prim tib insert xlpe. This adverse event was solved by revision surgery on (B)(6) 2023. Current health status of patient is unknown.